Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fsheath hole prior to an endoprosthesis interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with six proglide devices. The endoprosthesis interventional procedure was completed. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela; however, there was a clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.